Manufacturer narrative:
The pump was received with a blank display after the countdown. The problem was isolated to the mother board. Unable to verify the error alarm due to the blank display. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of an external flash crc error from the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.